Event description:
It was reported that high pacing impedance was observed on the right ventricular (rv) lead. The patient was stable and will continue to be monitored. There were no adverse consequences.